Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image was caused by damage on the internal charge-coupled device-cable due to stress on the video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective charge-coupled device unit. The insertion tube was crystallized, and the video cable had indentation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite bronchovideoscope, the screen went black (image lost) when using angulation. The issue was found during reprocessing, and the diagnostic procedure was completed with a similar device. There was no procedural delay, and the patient was not under sedation at the time. There was no patient harm associated with the event.